Event description:
It was reported that during device follow up the programmer was unable to perform threshold testing. It was noted that when the threshold button was pressed, nothing happened despite telemetry being green and all other tests being successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.